Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated he decided to eat based of his cgm reading of 155 mg/dl. Patient began to vomit uncontrollably and checked his bg with a meter and it was reading high. The patient went to the hospital where he was treated for diabetic ketoacidosis (dka) and severe dehydration. At the time of contact, patient was feeling fine. No additional event or patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.